Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". The following repair activities were completed: "tornado": preventive replacement of o-rings performed, acc. To (B)(4), motor does not turn: motor replaced, damaged parts of the drill mounting mechanism replaced, defective o-rings replaced, unit cleaned, functional test performed, functional test acc. To test, procedure completed, safety test checklist enclosed, hipot test completed. A review into the mitek complaints system revealed 1 other dissimilar complaint for this device serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: null. Device history batch: null. Device history review: null. (B)(4).

Event description:
Service: doesn't hold burrs. Doesn't turn ¿ jammed motor. No impact on the patient. Postoperatively. The procedure has been completed.